Event description:
It was reported that stent damage occurred and the procedure was cancelled. The 100% stenosed target lesion was located in the non-tortuous and non-calcified right common iliac vein. A 18x60/10fr uni plus 75cm was advanced through a 13fr non-bsc sheath to treat the lesion. However, during deployment, the distal end of the stent would not open on multiple attempts. The device was recaptured and was completely removed outside the patient's body. The physician attempted to deploy on the table but the stent would still not open and it was noticed that the edges were mangled. No replacement stents were available so the procedure was cancelled. No patient complications were reported and the patient status was stable.